Event description:
It was reported that this implantable pulse generator (ipg) did not meet the expected longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the hybrid. (B)(4).